Event description:
A vns sales associate reported that her handheld computer containing 7.1 programming software freezes on the interrogation successful screen. MFR is pending receipt of the product for analysis.